Event description:
During an in-clinic follow-up, variable capture threshold and sensing were detected on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.